Manufacturer narrative:
The device will not be returned and no photographic evidence has been provided therefore the reported event cannot be verified. A 2 year lot history review could not be conducted as a lot number was not provided. A device history review could not be conducted as a lot number was not provided. (B)(4). Per the instructions for use, the user is advised that only physicians trained in the techniques of laparoscopic or minimally invasive surgery and the use of retrieval bags to remove tissue should use the product. Do not use the anchor¿ tissue retrieval system¿ if resistance is met upon deployment. Improper use of the anchor¿ tissue retrieval system¿ may result in perforation of tissue and subsequent bleeding. We will continue to monitor for trends through the complaint system to assure patient safety.

Event description:
The sales representative reported on behalf of the customer, that the trs100sb2, ancr tissue retrieval system, 10mm, 175m was being used during an orthopedic procedure on an unknown date when it was reported ¿a failure of the anchor bag deployment, the top portion separated from the bottom.¿. Further assessment answers were requested of the reporter and a good faith effort was completed; however, the reporter has not responded to our attempts for information. The procedure was completed and there was no report of injury, medical intervention, or extended hospitalization to the patient or user. This report is being raised on the reported malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The device is not expected to be returned for evaluation and review. However, the complaint investigation is not complete at this time. A supplemental and final report will be filed following the completion of the complaint investigation. We will continue to monitor for trends through the complaint system to assure patient safety.

Event description:
The sales representative reported on behalf of the customer, that the trs100sb2, ancr tissue retrieval system, 10mm, 175m was being used during an orthopedic procedure on an unknown date when it was reported ¿a failure of the anchor bag deployment, the top portion separated from the bottom.¿. Further assessment answers were requested of the reporter and a good faith effort was completed; however, the reporter has not responded to our attempts for information. The procedure was completed and there was no report of injury, medical intervention, or extended hospitalization to the patient or user. This report is being raised on the reported malfunction with potential for injury upon reoccurrence.